Event description:
The recipient is reportedly experiencing loss of lock following a head trauma incident. External equipment was exchanged, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. The external visual inspection revealed the electrode was severed at the fantail, along the lead, and near the array, and tool marks were observed on the top and bottom covers prior to receipt which are believed to have occurred during revision surgery. In addition, dents were observed along the bottom cover. The photographic imaging inspection revealed disturbed wirebonds at the digital chip. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The open device visual inspection confirmed shorted wirebonds between some of the digital chip pins. The failure of this device is attributed to shorted wirebonds at the digital chip, which prevented the device from achieving lock. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.